Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A family member called and reported that on (B)(6) 2020, the customer received sensor scans of 49 mg/dl and 73 mg/dl as compared to a competitor¿s meter readings of 112 mg/dl and 188 mg/dl. The customer experienced symptoms of sweating and stomach pain, and was taken to the hospital where an unspecified blood glucose reading was obtained. The customer was treated with unspecified serum and medication. Additionally, the customer¿s medication was adjusted, and no further information was reported. There was no report of death or permanent injury associated with this event.